Event description:
On 20-jan-2023, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant hematocrit results on an 88 year old male patient with a ruptured triple a. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2023 collected: ni, tested: 22:58, hb(g/dl): 6.5, hct(%pcv): 19.0, sample: arterial #1; method: I-stat, date: (B)(6) 2023, collected: ni, tested: 02:05, hb(g/dl): 5.1, hct(%pcv): 15.0, sample: arterial #2; method: gem, date: (B)(6) 2023, collected: 02:24, tested: 02:36, hb(g/dl): 11.6, hct(%pcv): n/a, sample: arterial #3; method: sysmex , date: (B)(6) 2023, collected: 02:24,tested: 02:37, hb(g/dl): 11.3, hct(%pcv): 32.9, sample: arterial #3. The patient was transfused 4 rbc and 1 ffp prior to surgery. Customer reports the units were not ordered based on the I-stat results, orders were in before I-stat testing took place. Transfusion time spanned from (B)(6) 2023 at 21:46 to (B)(6) 2023 at 00:39 with a total of 6 rbcs and 1 ffp. Patient given rbc units "active bleeding," and ffp "inr>2.0." At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-feb-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.